Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported string separated upon removal of the tampon. She stated that the incident occurred with nine tampons. Multiple attempts have been made to obtain further information. No further information has been received.